Event description:
The plaintiff was diagnosed with type 1 latex allergy on or about march 20, 2000. Plaintiff alleges sustaining numerous injuries, including but not limited to, the following: respiratory problems, including anaphylactic reactions, and related mental and emotional distress, of a permanent and continuing an life-threatening nature. Furthermore plaintiff alleges suffering continual mental and emotional anguish, limitation and restriction of plaintiff's usual activities, pursuits and pleasures. Plaintiff alleges suffering substantial loss of earnings and earning capacity. Plaintiff alleges being forced to expend sums of money for medical care and treatment and will continue to expend such sums indefinitely into the future. Finally, the plaintiff's spouse alleges suffering loss of affection, society, company, support, consortium, companionship, comfort, and protedtion and suffered serious emotional distress.